Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one actual sample and one companion sample were returned to the manufacturing plant for evaluation. Visual inspection revealed that the membrane tube assembly was cut and pulled on the actual sample. No visual irregularities were observed on the companion sample. The bags were filled with a syringe, the containers were hanged in the hook, and extension set was inserted in each one of them. The actual sample leaked at the tube membrane assembly. No defects were observed in the companion sample. A pressure test was performed and a leak was observed on the actual unit. Therefore, the reported condition was confirmed in the actual sample. An assignable root cause was not determined. Additional information: this issue is being investigated through CAPA.

Event description:
A customer reported to baxter corporate product surveillance a 500ml intravia empty container in which the port of the bag was pulled off when attempting to remove the primary set (smart site infusion set). According to the report, the intravia bag was compounded in the pharmacy department. The compounded bag was sent out to the hospital floor and was spike with a smart site infusion primary set. Therapy was initiated with a patient and proceeded normally. When therapy was finished, the nurse attempted to remove the primary set from the empty bag, and observed the entire port ripped off the bag. There were no reports of patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.